Event description:
Customer reported device 3rd and 4th pins are discolored or blackened. Customer stated being unsure when device was last cleaned. No treatment. A request was made for the return product and replacement product was sent.